Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. The insulin pump could not undergo functional testing due to the keypad issue. The device was received with the following physical damage: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that they had crack on battery compartment and an alarm. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the insulin pump passed the self test. However, the insulin pump was returned for analysis.